Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon would not deflate during use. The doctor had to stick a needle through the patient¿s forearm to burst the balloon. This was a dialysis patient. The balloon was deflated and the patient was fine. The actual occurrence date is unknown.